Event description:
It was reported that a spectrum pump "shuts off." It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the reported "unit shuts off." Evaluation found back flex chaffing exposing trace #28 where it came in contact to the right screw of the scanner bracket. Chaffing on the back flex is a known contributor to the unit shutting off by itself. The back flex was replaced to correct this condition.